Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device failed temperature assessment (actual reading: 118.1 degrees fahrenheit at 30 seconds; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 88.8 dba; specification: >76 dba). During repair it was observed that the drive shaft was cracked and broken. It was determined that the issue with the broken drive shaft was due to excessive force being applied to the device while it was in use. The assignable root cause was determined to be component damage due to misuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the motor device was making a lot of noise. During in-house engineering evaluation, it was found that the device failed the temperature and noise assessments. It was also observed that the drive shaft was cracked and broken. The event was not reported to have occurred during surgery. It was not reported if there was any delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.